Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The magnetic resonance imaging alarm board was replaced, and the unit was returned to service.

Event description:
The hospital reported that the gauss alarm was not functioning. This was discovered during pre-use checkout. There was no report of patient involvement.